Event description:
I am a type 1 diabetic since the age of 13 months. I use an insulin pump along with the freestyle 3 libre and libre 3 plus, depending on availability is on the determination at the time. On (B)(6) my husband and I were on a camping trip several miles away from a hospital. My blood sugar "seemed" to run fine all day even with exercise and swimming. When I went to bed that night my blood sugar read 186. Within 2 hours of falling asleep my husband was awoken to me having a low glucose seizure and called 911. My blood sugar cmg never gave a low glucose alarm and never said it went below 96. By the time the paramedics arrived, my husband had given me emergency glucose and my blood sugar read 27 on their machine. That 23 min after the emergency glucose was given> which means my blood sugar was deathly low. I was taken to the ER and then transferred to the pcu unit for 2 additional days. 2 weeks prior I had an additional hospital stay for hi blood sugar that was reading constant lows. I was on a flight back home from out of state when I started going into diabetic keto acidosis> which is also fatal if not treated within a timely manner after leading to coma. That visit was at a different hospital. I do have pictures I just do not know how to add them to this email.